Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more information becomes available. Event problem and evaluation codes: (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems group that prior to cardiopulmonary bypass, during setup, the temperature line was broken off of the rx05 oxygenator. No patient involvement as this occurred during setup. Product was changed out. The surgery was completed successfully.